Manufacturer narrative:
During the inspection the service center confirmed the front panel blinking when scopes are not connected due to a foreign substance corroded in the socket. It was also noted there was no problem found with resetting bulb counter hours. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use their evis exera iii xenon light source front panel blinks repeatedly when not connected to scopes and they were unable to reset the lamp bulb hours after bulb changes. This event occurred during preparation for use, and the unspecified procedure was completed with the same device. Upon inspection and testing of the customer returned device, it was noted a foreign substance corroded in the socket confirming the front panel blinking when scopes not connected. This report is being submitted for the malfunction found at evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21 january 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the foreign objects and corrosion of the scope socket could not be identified. The phenomenon related to foreign objects and corrosion of the scope socket could have been prevented by following the instructions for use below: avoid using the light source in a dusty environment. This may damage the light source. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Store the light source properly in a clean, dustless place in compliance with the environmental conditions given in ¿ guidance and manufacturer¿s declaration , electromagnetic immunity¿ on page 118. Olympus will continue to monitor field performance for this device.